Event description:
A customer in (B)(6) purchased the ldr nanodot and microstar dosimetry system to make in vivo dose measurements. The customer reported that their hosp requires the FDA registration and ce info for the nanodot/microstar dosimetry system as part of their quality assurance program. In response, our subsidiary in (B)(4) contacted the customer to provide our FDA registration number, and ce info (B)(4). The customer also reported that they are using the nanodot within a pt body cavity. We do not label or recommend the use of the nanodot within a pt body cavity.